Event description:
Loss of integration. It was reported that the implant lost integration and was removed.

Event description:
Loss of integration. It was reported that the implant lost integration and was removed.